Manufacturer narrative:
(B)(4): the customer reported that the device would not recognize the therapy cable. There was no report of patient impact or involvement - the device was evaluated onsite by a philips field service engineer who replaced the therapy cable and therapy port. Based on the customer's reported symptom, we will consider this a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.

Event description:
The customer reported that the device would not recognize the therapy cable. There was no report of patient impact or involvement.